Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 60 mg/dl and juice was consumed to address bg. Customer's spouse assist the customer with the testing of the bg level. Customer did not know cause of low bg. Tandem technical support reviewed pump data and found that the customer had delivered a couple of boluses. Customer acknowledged this event was due to use error and pump was functioning as intended.